Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and analysis revealed there was a breached depression of the outer insulation. It was noted there was cosmetic depression of the outer insulation.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the lead was removed due to increased capture thresholds. No patient complications have been reported as a result of this event.